Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) via the company representative reporting that the motor stall resolved. According to the patient visit note, the pump stalled at 1:24pm on may 3rd and it recovered at 10:42am on may 4th.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving unknown drug via an implantable pump for non-malignant pain. It was reported that the patient had an magnetic resonance imaging (MRI) yesterday and they came in today to interrogate the pump to make sure it recovered, but they are finding that the pump appears to still be in a motor stall and it hasn't recovered. The service code is 100. Caller stated that they read the pump probably 10 minutes ago or close to 5 minutes ago and it's still showing no recovery yet. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.